Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bad plunger clamp, tip clamp, and lld spring. The fe replaced the plunger clamp, tip clamp, and lld spring.all checking procedures were performed. All checking procedures passed. Repairs have returned this instrument to expected operation.